Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be possibly related to the patient's condition of being covid-19 positive according to the surgeon. There is no allegation that a malfunction of a davinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia procedure, the patient went into cardiac arrest and required CPR. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model #is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the patient went into cardiac arrest and required CPR. The surgeon said they were dissecting the flap of the right groin when the cardiac event started; the surgeon had already completed the left groin dissection. The patient's heart rate dropped to zero and CPR was initiated. The patient reportedly experienced v-tac and cardioversion two times. Several doses of epinephrine were administered with a conversion to sinus tachycardia. The patient was also administered amiodarone. The cardiac event began about two and a half hours into the procedure. The surgeon said this patient had no relevant medical history, but that the patient was found to be covid-19 positive upon admission. The surgeon explained that per current policy, the site does not screen for covid-19 infection for outpatient surgery patients. The surgeon reported that this procedure was aborted and that there is a risk of incarceration. The surgeon said they plan to perform an interval open repair after the patient recovers. The patient received an angiogram and echo which both gave normal results. The surgeon stated that this event may have resulted from the patient's covid-19 infection. The surgeon said the surgery may have aggravated the infection. The patient was asymptomatic for covid-19. The patient did not experience any post-operation complications and was discharged home. The surgeon said they do not believe a da vinci product caused or contributed to this event, and attributed the cardiac event possibly to the patient's incidental covid-19 infection which was asymptomatic. After cardiac arrest began and while attempting CPR, a nurse in the room turned off the da vinci patient side cart (psc) thinking the cart could be moved while powered off. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found error 55001 indicating the psc power button was pushed to turn it off. The customer turned the psc back on with no issues and moved the cart. The surgeon reported that there was no relation between the patient cardiac event and the accidental turning off of the psc. The psc was powered off prior to undocking. The surgeon said the psc being turned off and needing to be turned back on to then move it away from the patient was a "minor issue." The surgeon said this caused about a ten second delay in administering CPR, and that the surgical staff in the room received additional training due to this event. The surgeon reported that this complication had no adverse effect on the patient.